Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle point integrity, harm, leakage & difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle point integrity, harm, leakage & difficult/unable to operate. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd 4 mm ultra fine pen needle experienced an inability to deliver insulin/medication and leakage during use. The following information was provided by the initial reporter: material no.: unknown, batch no.: unknown. Verbatim: the patient received insulin, via disposable pen, unknown dose, frequency, route of administration, indication for use, beginning about in (B)(6) 2018. On unknown date, the patient started receiving insulin, unclear how it was delivered, unknown dose, frequency, route of administration and indication for use. It was informed that it was used a bd ultra-fine 4 mm needles. On unknown date, unspecified time after starting insulin, the patient experienced pain at the injection site in the arm. It was also informed that when patient applied insulin it hurt a lot and it got a ball in the abdomen (bruising). However it was unclear the date that this event occurred and the batch number of insulin. It was informed that when patient applied insulin, it did not hurt a lot. The patient removed the device from the body and the medicine continued to come out of the pen and the liquid was leaking from the injection site as well. Then, the patient administered in the other side of the belly and it formed a bullae at the injection site, but it was smaller. During the second injection, the pen jammed. It was reported that the injection in the belly hurt a lot. The patient reused the needle up to two times and performed the rotation of application site. The patient reused needles at maximum two injections.